Event description:
A malfunction alarm occurred, identified as malfunction code malf 0, with a fault ID of 0x2438. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was assisted by technical support, who provided instructions to reset the pump and assured that the malfunction did not recur after resetting. Customer was advised to continue using the pump and to contact technical support if the issue reappears, to which the customer acknowledged understanding.